Manufacturer narrative:
Mindray service reps identified a poor cable connection and repaired the connector. Unit tested to factory specifications.

Event description:
Customer reported an issue with the passport 2 monitor, which may have resulted in a loss of spo2 monitoring. No pt injury was reported.